Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient saw an informational power on reset (por) on his patient programmer. The patient first saw this screen on his recharger and at first was unable to charge, but then was successfully able to charge. The patient saw the por on the patient programmer a week later. The patient was able to successfully clear the por message and turn therapy back on. The said that it was working again. There were no falls/trauma reported that could have been related to this issue. The patient was to follow-up with a healthcare professional to have the device checked. No symptoms were reported. The issue began in (B)(6) of 2017, a week prior to (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.